Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c154dwk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2009; product ID: 507645 implantable pacing lead, implanted: (B)(6) 2005; product ID: 694958 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that left ventricular (lv) lead exhibited high impedance values resulting from a possible lead fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.